Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was found to have been surgically abandoned due to a previous unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.